Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as silicic acid, organosilicon, and carboxylic acid, which are derived from chemicals. The cause of the foreign material remaining in the suction channel could not be specified. However, it is likely the foreign material remained in the nozzle and instrument channel because it was unable to be removed due to physical damage at the residue point. It is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿, section 5.5 ¿manually cleaning the endoscope and accessories¿, and chapter 8 ¿storage and disposal.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the water removal ability did not meet the standard value due to cogging of nozzle, nozzle had corrosion, universal cord had a scratch, air/water cylinder had corrosion, protector of universal cord on suction connector side had a scratch, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, distal end had corrosion, and the connecting tube had a scratch and discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a cloudy image. The device was returned for evaluation. During the device evaluation, it was found that the suction channel had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.